Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). The lesion was predilated with a 3.0x20mm non bsc balloon and then a 4.00x38mm taxus liberte long stent was advanced to the rca but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts on the proximal end were flared. The 3.0x20mm non bsc balloon was advanced to the lesion again for predilation and another of the same device was successfully implanted. The procedure was completed with no patient complications reported with the patient's current condition listed as 'okay'.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)